Event description:
The patient reported that the ok button was intermittently unresponsive to button presses and then stopped working completely. The patient reported that the other buttons were working properly. The patient reportedly wore the pump in a holster on the outside of clothing and did not clean the pump.

Manufacturer narrative:
Follow-up #1 10/03/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 09/07/2011 with the following findings: the ok button was found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.